Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was observed that the thread of the luer lock protector detached easily. The reported problem was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred during an unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the male luer of the solution administration set would disconnect easily. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.